Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had errors u-02 occurred on the integrated electrosurgical unit (iesu/erbe). The erbe was replaced the previous friday due to ongoing issues, and the customer was experiencing faults with the replacement erbe. An intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the system logs and was unable to confirm the error. The customer rebooted the erbe, with no change. The tse had the customer perform another erbe reboot, and disconnect the foot pedals, with no change. The customer confirmed that the erbe was plugged into a dedicated outlet. The customer brought in another vision side cart (vsc) to perform the procedure. There were no reports of patient injury. An isi followed up with the initial reporter and the following additional information was obtained: the reported issue occurred during the procedure, with the ports already in place.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The erbe was energized, cauterized all ports, and recognized instruments. The error log showed various errors c-00 and m-31.